Manufacturer narrative:
It was further reported that this patient was to be scheduled for a device change-out. Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. Eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The device was explanted and returned for analysis. Detailed analysis is pending.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared the elective replacement indicator (eri) over two months ago. There was expressed concern in the quick drop from 2.71v to 2.65 in a two month period. Charges times had also increased from 16.6 seconds to 24.1 seconds. There was inquiry to and discussion with technical services as to the timing of a replacement and therapies available. No adverse patient effects were reported.